Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a navien introducer encountered removal and resistance issues. It was reported that the introducer provided was not strong enough to go through the port on the neuron max. It was also difficult to remove as the cut in the introducer stopped 2-3 mm from the end making removing the introducer from the catheter very difficult. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient involvement in this event. Ancillary devices include a neuron max.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed by using a 5f peel away sheath to induce. The introducer p rovided by medtronic with navien was too flimsy and has a gap between the catheter and the introducer so it was more likely to buckle and allow bleed back.